Manufacturer narrative:
A review of the device history record for the device in question indicated the device complied with all functional and visual final qa acceptance criteria. The plate in question was not returned and could not be examined. It was alleged the surgeon bent the plate ahead of implantation to add additional lordosis. An initial investigation was conducted with similar products and determined that a potential cause of the complaint may be related to the angulation of the screw possibly being outside of what is indicated in the device labeling as it's inserted into the plate. If more information becomes available, a supplementary report will be filed.

Event description:
During an anterior cervical discectomy and fusion (acdf) surgery on (B)(6) 2018, the surgeon was inserting the top screw in the fixation plate using a self-drilling, 4.0 mm screw. When the surgeon went to adjust the plate to put in the second screw, the plate allegedly pulled off the screw. The screw was subsequently removed and replaced with a larger 4.5 mm screw. There was no adverse event associated to the patient and no delay in surgery.